Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that high lv thresholds were observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead caused phrenic and diaphragmatic stimulation the day of implant. The output was lowered and the lead remains in use. The patient was a participant of the (B)(6) study. No patient complications have been reported as a result of this event.